Manufacturer narrative:
Reported event: an event regarding audible noise involving a trident liner was reported. The event was confirmed by medical review. Method & results: - device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 28-january-2020 which indicated, the parts were examined with the aid of a stereo microscope at magnifications up to 200x. Damage was observed on the titanium sleeve of the trident alumina insert, consistent with the explantation process. A detailed image of the articulating surface of the ceramic insert is shown with damage being observed. This damage is consistent with in-service use. A material analysis has been performed. The report concluded that damage was observed on the titanium sleeve of the trident alumina insert, consistent with the explantation process. The surface roughness, diameter and sphericity measurement results on the femoral head and insert were consistent with in-vivo service. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. - clinician review: a review of the provided medical records and/or x-rays by a clinical consultant concluded," review of these records confirms squeaking in a ceramic on ceramic tha occurred. Squeaking is a well-recognized complication for hard-on-hard bearings. The nature of squeaking is not yet completely understood however it is considered a multifactorial phenomenon. Patient, implant, and surgical factors play a role in squeaking. It is unclear which of these factors played a role in this instance. The squeaking was present intermittently shortly after implantation but became much more prevalent following ipsilateral knee replacement and likely is in some way related to changing weight bearing stresses within the hip articulation." - device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. - complaint history review: there have been no other event for the lot referenced. Conclusions: it was reported that the patient noticed a loud noise every time he took a step. A material analysis has been performed. The report concluded that damage was observed on the titanium sleeve of the trident alumina insert, consistent with the explantation process. The surface roughness, diameter and sphericity measurement results on the femoral head and insert were consistent with in-vivo service. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. A review of the provided medical records and/or x-rays by a clinical consultant concluded that review of these records confirms squeaking in a ceramic on ceramic tha occurred. Squeaking is a well-recognized complication for hard-on-hard bearings. The nature of squeaking is not yet completely understood however it is considered a multifactorial phenomenon. Patient, implant, and surgical factors play a role in squeaking. It is unclear which of these factors played a role in this instance. The squeaking was present intermittently shortly after implantation but became much more prevalent following ipsilateral knee replacement and likely is in some way related to changing weight bearing stresses within the hip articulation. The patient would like to know if his implants were part of a recall. The trident liner was determined not to be involved in recall. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Corrective action/preventive action: per corrective action/preventive action policy and procedures stryker orthopaedics conducted an investigation to evaluate reports of audible noise during motion involving trident ceramic bearing systems. An analysis of the overall complaint data, and additional information concerning this evaluation is documented in a CAPA. In the CAPA, stryker orthopaedics determined that the root cause of squeaking is associated with repetitive edge loading of the femoral bearing against the edge of the ceramic insert. Edge loading, the mechanism by which a wear scar (stripe wear) is generated on the ceramic bearing surfaces, is primarily associated with impingement, joint laxity, and implant orientation. Based on laboratory testing the combinations required to produce an audible noise are multi-factoral and include the right combination of load, contact stress, load transition and lubrication conditions with the presence of stripe wear being a critical factor. Sub lot numbers also listed for this catalog number: 12001901, 11080401, 11080402.

Event description:
Patient called stating he had a right hip replacement on (B)(6) 2006. Six months after his surgery he noticed a loud noise every time he took a step. Update- devices were returned, which indicates that the patient had a revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a right hip replacement on (B)(6) 2006. Six months after his surgery he noticed a loud noise every time he took a step. Update- devices were returned, which indicates that the patient had a revision.